Event description:
It was reported that, pt underwent one level cervical fusion. After about one year and three months post op, it was found that two bone screws were broken. The revision surgery was performed to remove the fixation devices but the broken screw tips could not be removed. The plate and the screws were replaced. The broken screw tips remained in the pt.

Manufacturer narrative:
Device was returned to manufacturer for evaluation. Evaluation shows that fatique fraction of screws was due to pseudoathrosis. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.